Event description:
It was reported that the patient received a patient notifier for high, out of range pacing lead impedance. The out of range measurement was confirmed when tested with the system analyzer. An increase in capture threshold was also noted. X-ray revealed no lead anomalies. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.